Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of two separate access sites in the left common femoral vein using prostyle devices after an electrophysiology (ep) ablation interventional procedure. Reportedly, an attempt was made with a prostyle device via a 9f sheath in the first access site; however, a cuff miss [suture retrieval issue] was noticed. Manual arterial compression was applied to achieve hemostasis. An attempt was made with a prostyle device via an 11f sheath in the second access site; however, a cuff miss [suture retrieval issue] was noticed. Manual arterial compression was also applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.